Event description:
It was reported by the field clinical representative that this brady lead was attempted but became entangled, causing the helix to stretch due to traction as designed. However, the lead could not be freed, and the physician decided to surgically abandon the entire brady lead. No additional adverse patient effects were reported.